Manufacturer narrative:
Although it has been indicated by the customer that the complaint is on a phaco needle, the product indicated (surgical kit) does not include a phaco needle. Investigation will be started as soon as the metal piece is in (B)(4). A supplemental will be filed with any new updates or information.

Event description:
This event occurred in (B)(6). A metal part was flushed into the eye during the surgery. The surgeon had to get the part out of the eye. The case has been finished with a short delay for removing the part from the eye.

Event description:
A metal part was flushed into the eye, during the surgery. The surgeon had to get the part out of the eye. The case has been finished with a short delay for removing the part from the eye. No patient harm. The surgery has been finished with a short delay for removing the part from the eye.

Manufacturer narrative:
The metal particle most likely comes from either the hand piece or the phaco needle. It is also possible that the particles arise for other reasons (for example unintentional cross-threading of the threads on hand piece / needle during fixation and tightening).although it has been indicated by the customer that the complaint is on a phaco needle, the product indicated (surgical kit) does not include a phaco needle. Investigation will be started as soon as the metal piece is available in (B)(6). In first instance an incorrect product code for this incident was mentioned by the customer and subsequently mentioned in the initial report. The correct product code for this incident is 8400.22f01. The returned product was investigated and resulted in the following: initial visual examination revealed that the phaco needle looks different than expected. The shiny metal suspects that this needle does not originate from dorc. The drawings of the allegedly involved dorc phaco needle flare 1.8-2.2 (catalogue number 8400.22f01) were reviewed and measurements were taken. It appears that not only the looks of the returned needle were different, but also the measurements deviate from those of the dorc needle. Comparison to other dorc phaco needle drawings do also not reveal matching dimensions. Based on the performed investigation, it was concluded that the returned needle is not a dorc product (investigation showed that the needle involved in the event originated from ruck instead of dorc). Additionally, since the returned needle is intact and does not show any signs of damage, a direct link between the needle and the (presumably) metal fragment could not be confirmed. It is possible that the fragment originates from the phaco hand piece that was used during the surgical procedure; however, any other instrument could be the source. Please note that complaints regarding dorc product will continue to be monitored by qa. After careful analysis there is no evidence that the metal particles came from the needle. This conclusion is enhanced by the fact that our phaco needles are subject to an ultrasonic cleaning process after machining, which is intended to remove any residues from the machining process. Although this complaint is on the phaco needle, we feel that the hand piece may be the root cause of the issue. Unfortunately, the make and manufacturer of the hand piece is not known. It is also possible that the particles arise for other reasons (for example unintentional cross-threading of the threads on hand piece / needle during fixation and tightening). Our ongoing post market surveillance will continue to carefully monitor our products, and we will review our findings if new information emerges that helps us to determine where the metal may have come from.